Event description:
It was reported that the left ventricular (lv) lead was repositioned due to diaphragmatic stimulation. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead 2012 (B)(6); 5076 implantable pacing lead 2012 (B)(6). (B)(4).